Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not know when the alleged issue first began. On an unspecified date/time the patient obtained blood glucose results of "107 mg/dl" with a lifescan meter and "88 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. According to the csr documentation, the patient does not manage his diabetes with oral medication or insulin; however, the patient indicated he continued with his usual diabetes routine after the alleged issue began. At an unspecified date/time after the alleged issue occurred, the patient claimed he experienced symptoms of hypoglycemia specifying: dizziness, fainting, and passing out. According to the csr documentation, as treatment, approximately eight months ago (date/time not specified) the patient indicated he had different doctor office visits and was also given oral medication; however, the type of pill is not known. The patient also mentioned he obtained an hba1c result of "6.4"; however the date/time of the test is not specified. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.